Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of bent pins in the modular cable and a driveline power fault alarm were confirmed via analysis of the returned modular cable. Visual inspection of the returned modular cable (lot number: 10591085) revealed that three of the pins in the inline connector were bent. These pins were associated with the ground a, communication a, and communication b signals. The modular cable was connected to a test system controller and a test pump and successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. Although the reported event of a driveline power fault alarm was not reproduced during testing, the bent ground a pin may have shorted to another pin or socket when it was attempted to connect the modular cable to the pump cable, which would have caused fuse a to become compromised and resulted in the driveline power fault alarm. A log file was downloaded for review and data from the event date of 24jul2025 was reviewed. The driveline was observed to have been disconnected on (B)(6) 2025 at 10:35:30 to exchange the modular cable. The log file then captured a replace system controller alarm on (B)(6) 2025 at 10:36:02 due to fuse a being open; this is consistent with the provided information stating that there was difficulty connecting the new modular cable and the observation of the bent ground a pin in the inline connector of the returned modular cable. The log file captured replace system controller and driveline power fault alarms on (B)(6) 2025 from 10:37:08 to 15:32:48 due to fuse a being open. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event of driveline power fault alarms was determined to be due to the ground a pin shorting to another pin and causing fuse a to become compromised; however, the root cause of the pins in the modular cable inline connector being bent could not be conclusively determined through this analysis. A manufacturing analysis task was opened to further investigate the issue of bent pins in the modular cable inline connector; however, the returned modular cable was manufactured prior to the task being opened. The device history records were reviewed and the records revealed that the heartmate 3 modular cable, lot number 10591085, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 24nov2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault alarms and the actions to take if the issue does not resolve. Heartmate 3 patient handbook (rev. A) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a modular cable exchange in clinic. The patient then called later that same evening with a driveline fault alarm. The system controller was exchanged and the alarm subsided. Log files were submitted for review to confirm all was operating well. Following review of the submitted log files, it appeared that there were routine events captured following the controller exchange. The site reported that there was some resistance when connecting the first modular cable, but the second modular cable was connected with no issues. The original modular cable was not available. The patient had taped about 5 inches of the cable with black electrical tape. The cable did have some knotted areas that were felt under the tape. The site noted that there was debris on the modular cable when it was disconnected. It was later reported that the modular cable was attempted to exchange out-of-box, however there were bent pins. The resistance with connection occurred on the end that ratchets to the modular cable. A different modular cable was used.